Event description:
Affiliate reported that the neurosurgeon had trouble zeroing the microsensor. At first, it gave a three digit reference code as 200, then 300 then 450. A couple of hours after insertion, the microsensor reading was "0" icp. The surgeon changed the icp express box and cables, and still got a negative reading. As a result, the surgeon implanted a new microsensor in the patient to get an icp reading.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does became available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.